Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 62-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure was informed that on (B)(6) 2026, the patient developed skin irritation on the surgical resection site, with the surgical scar appearing to be opening. The patient was reportedly prescribed an unspecified oral antibiotic and a triple antibiotic ointment. Optune gio therapy was temporarily discontinued. An image provided showed a linear surgical scar in the right temporal region with two small areas of wound dehiscence with clear drainage and mild erythema along the surgical resection scar. On (B)(6) 2026, the prescribing physician reported that the patient was treated on an outpatient basis with unspecified topical and oral antibiotics. In the physician's opinion, the event was probably related to device use, and optune gio therapy was temporarily discontinued. On (B)(6) 2026, the patient's daughter reported to novocure that after consultation with the oncologist, the patient had decided to permanently discontinue optune gio therapy.